Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the graft was getting damaged and not feeding. No additional information was available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 13, 2018, it was reported that during surgery the graft was getting damaged and not feeding. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a ratchet handle, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective and preventative action. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the vdoc service portal and livelink. The last repair was january 25, 2018 where it was reported that the handle was faulty and the comb, bottom roller, bearing, ratchet set screw and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on june 25, 2018 revealed that the device was out of calibration. The service technician also speculated that the cutter(s) were most likely in bad condition as well, although they were not returned for evaluation. Repair of the skin graft mesher was performed by medicrea on june 29, 2018 which included cleaning and calibrating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by medicrea it was only noted that the device was out of calibration. The service technician speculated that the cutter(s) were most likely in bad condition, although they were not returned for evaluation. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was only noted that the device was out of calibration. The service technician speculated that the cutter(s) were most likely in bad condition, although they were not returned for evaluation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.